Event description:
The manufacturer received information alleging device stopped providing flow, while in use on the patient. The flow stopped, various alarms sounded, and the patient looked pale. The patient was taken to the hospital by ambulance but was not hospitalized. There was no information on the decrease of spo2 and no oxygen concentrator was placed at home either. The patient recovered from the symptom and went home the same day. The ventilator was returned to the manufacturer for evaluation, but no particular anomaly was seen, and no failure was found. However, the inside of the ventilator was inspected, and a screw receptacle was found to have cracked, therefore the rear enclosure was replaced. The waveform was checked, and it was confirmed that the flow decreased, and the pressure increased after 1p.m on sep 6. It was considered that the circuit side changed, however the device was determined to have no problem with the reported phenomenon.